Event description:
Additional information received reported that the heath care provider (hcp) was going to manage the patient with other stimulation parameters. It was stated that there will be no intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week after the stimulator was implanted, the patient had dystonia in his right arm. There were high impedances. The physician speculated that the leads were too deep. The patient was noted to be alive with no injury/adverse event. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information received noted that impedances were >4000 ohm on contact 10 (left stn), other contacts were ok. It was also stated that the leads were not confirmed to be the cause. Turning the stimulation off for more than 24 hours did not relieve the dystonia in the right half of the body. A recent CT scan was compared to a post operative CT, which did not reveal any gross dislocation. Clinically, the lowest contacts increased bradykinesia, yet reduced rigidity suggesting that the lowest contacts do stimulate the nigra. When the patient left the hospital 16 days ago, he did quite well. The patient had 80% on time off which was 25% on with mild dyskinesia. A week prior to the report, the patient reported 70% off. The frequency was increased to 130 hz which resulted in immediate improvement in rigidity and bradykinesia without any effect on the dystonia. Dopamine medication was increased. In turning off stimulation and ¿med off¿, the patient¿s condition was similar to preoperative ¿med off¿ condition, but additional dystonia of the right side of the body. Having stimulation off but ¿med on¿, resulted in clinically similar to the preoperative ¿med on¿ condition, but dystonia was unchanged. Adding amantadine had no effect on the dystonia. Utilizing the most efficacious contacts had no effect on the dystonia; neither did bipolar stimulation. Low frequency monopolar stimulation (60 hz) seemed promising at first over a week, but efficacy waned. No effect on dystonia so the patient resumed the regular rate of 130 hz. Additional information was requested, if received, a follow up report will be sent.